Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a error 25 message on the insulin pump. It was also found the insulin pump displayed 0 unit of insulin remaining after charging the insulin pump. The customer also stated there was no blinking red light when the customer removed the battery for 10 minutes. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.